Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As a reported by rep: "I have supported on a revision of an exeter stem with a metallic head today. There was evidence of metallosis in the surrounding bone and the surgeon has requested that the removed implant be sent for analysis. I have advised that they will need to sterilise the implant and generate a decon certificate. "

Event description:
As a reported by rep: "I have supported on a revision of an exeter stem with a metallic head today. There was evidence of metallosis in the surrounding bone and the surgeon has requested that the removed implant be sent for analysis. I have advised that they will need to sterilise the implant and generate a decon certificate. "

Manufacturer narrative:
Reported event: an event regarding wear/metallosis involving an metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were provided for review. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to metallosis. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.